Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2016 due to a high blood glucose level. Customer's blood glucose level was not reported. The customer was sick to her stomach, had diarrhea, and an extremely upset stomach. The customer was given IV drip fluids and something for her nausea. The customer was wearing the insulin pump at the time of hospitalization. The insulin pump alarmed battery out limit. The time on the insulin pump was incorrect. The self-test passed. The customer was advised that the device would be replaced and agreed to return the product for analysis.